Event description:
The patient reported that their implantable neurostimulator (ins) had moved. They were feeling discomfort and pain at the implant site and their doctor wanted them to see a manufacturer representative to check the ins. The discomfort started about 3 to 4 weeks prior to the report and the pain started a couple of weeks prior to the report. The patient was implanted for post lumbar laminectomy syndrome and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.